Manufacturer narrative:
Concomitant medical products: product ID 3057, product type: screening device. Product ID 3057, product type: screening device.

Event description:
Additional information was received from the patient. Patient reports having pain in their buttocks, and an infection that the doctor did nothing about. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was experiencing soreness and bruising from the lead insertion. The patient's healthcare provider (hcp) changed the patient's bandages and there was some blood. Additional information received indicated that the patient's back was hurting and that stimulation "felt weird." Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated. Additional information was received regarding the patient who reported that the device turned off by itself and that the wire was loose. Additionally the patient reported some bleeding. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.